Event description:
Device 2 of 2, reference MFR report: 1627487-2017-03464. Additional information indicated the issue was determined to be a surface colonization rather than an infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-03464. It was reported the cranial burr hole cover incision site had opened. The physician stated the issue was likely due to the straps on the patient's CPAP device rubbing the site when the device was being put on and off. The physician elected to explant patient's system due to concern of a possible infection from the open wound. Cultures were taken, however the results were not provided to the manufacturer. The wound has since healed and a replacement lead and burr hole cap have been implanted.